Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine had low temperature during heat disinfection mode. It was also noted that the machine leaked from the ultrafiltration (uf) check valve. During repair, the bmt noted that the black grounding wire plastic flag connector appeared burned and scorched. No patient was involved. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.